Manufacturer narrative:
Meter and test strips were returned and evaluated. Customer returned four bottles of strips of specified lot. Returned meter and bottle 1 strips failed testing on all three levels by generating low results confirming the complaint. Retain strips tested with returned meter and passed testing indicating this is a strip issue. Returned strip bottles 2 and 3 also passed testing with returned meter. Bottle 4 was full, with 50 test strips, so was not required to be tested. Additional investigation was done to assess integrity of the desiccant in the returned bottle 1. Results showed that the desiccant was not compromised. There was also a physical defect finding of lcd display leaking ink. Product will be returned to the manufacturer for further evaluation. Arkray USA experienced issues filing this MDR (see FDA ticket 194252) which is why it is filed late.

Event description:
Caller indicated the relion prime meter was giving variable readings. It appears to be with a new bottle of strips. Caller has three meters, and all are doing the same with this lot. Strips are kept in dining room. Keeps strips in the original bottle. He tried a different bottle and received a 156 then tested the bottle he claims getting lo and received 65. All four bottles of strips have the same lot number. Replaced system and sent return label to send products back for testing.